Manufacturer narrative:
Investigation complete on 24 sep 2025 device evaluation the device evaluation could not be completed as the devices or photographic evidence of the devices were not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records prior to distribution, all echo-25 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-25 of lot number c2131647 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: the ¿warnings¿ section of the instructions for use, ifu0101, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. And precautions sections of the IFU instructs the user to "the stylet must be retracted (approximately 1cm) from the luer fitting on the needle handle prior to puncture." There is evidence to suggest that the customer did not follow the instructions for use (ifu0101). It is known from the additional information provided, that the stylet was fully in place inside the needle when advancing into the targeted site. As per update to the management of complaints procedure (B)(4) rev008) section 6.6.3, where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance. Image review an image was not returned for evaluation. Root cause review a definitive root cause for the customer complaint could not be determined from the available information. A possible root cause could be attributed to the device possibly being held at an angle when trying to advance the needle or in an unfavorable position. As per additional information provided when the needle tip was advanced into the target site, the distal scope position was adjusted so as to strain or flex the needle it possible that the needle may have become kinked proximally at some point during the procedure or setting up of the device. A CAPA (B)(4) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA confirmation of complaint complaint is confirmed based on customer/rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary according to the customer, after the first puncture, the sheath was bent and was not inserted into the endoscope. Confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be attributed to the device possibly being held at an angle when trying to advance the needle or in an unfavorable position. As per additional information provided when the needle tip was advanced into the target site, the distal scope position was adjusted so as to strain or flex the needle it possible that the needle may have become kinked proximally at some point during the procedure or setting up of the device. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on customer and/or rep testimony.

Event description:
After the first puncture, the sheath was bent and was not inserted into the endoscope. Additional information received on 22 sep 2025. 1. Was the needle bent at the patient end or the handle end? The handle end 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) (If lungs, which lymph node was being targeted? Pancreas 3. Please describe the size of the intended target site. About 1cm 4. Was gaining access to the target site difficult? No 5. Was puncture of the targeted site difficult? No 6. What is the scope manufacturer and model number that was used? Olympus gf-uct260 7. Was the scope recently service/repaired? No 8. Was the device used in a tortuous position? No 9. Was the device damaged in packaging before removal? N/o 10. Was the device damaged on removal from packaging? No 11. Was force required to remove the device? No 12. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? No 13. If not with the device in question, how was the procedure performed and/or finished? She used another echo-25. 14. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Handle end 15. Was gaining access to the target site difficult? No 16. Was force required on insertion of device into scope? No 17. Was resistance felt while inserting the device through the scope? No 18. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No 19. When was the issued with the product noted? A a. On advancement of the sheath/needle or on needle b. On needle retraction? 20. Was the endoscope in a flexed or twisted position at any time during the procedure? No 21. Was the stylet partially removed when advancing the needle into the target site? No 22. Was the syringe used during the procedure, after the stylet was removed? No 23. Was difficulty experienced while retracting the needle? No 24. Was it possible to be fully retract before removing the needle from the patient? Yes 25. How many samples were obtained (passes completed) with this needle? 1 time 26. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? Yes.